Manufacturer narrative:
Device received with no physical damage noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test and self test. No back light or rewind anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the buttons of the insulin pump are harder to push. Customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had grinding noise and the backlight is dim. The insulin pump will not be returned for analysis.